Event description:
Physician attempted to use a 6f celt to close a 6f arterial puncture. Upon completion of the final step bleeding was noted. Manual compression was used to obtain hemostasis. Fluoroscopy and ultrasound was then electively used to determine if the implant embolized. It was discovered to have embolized in the superficial femoral artery. The patient was not exhibiting any symptoms, but the physician electively decided to re-access the patient on the opposite groin to go up and over and stented the implant against the wall of the sfa. The patient was then discharged with no incident.